Manufacturer narrative:
The valve was discarded by the customer and is not available for evaluation. Review of the device history record cannot be performed as the device lot code is unknown. The complaint cannot be verified, however, the incidence of complaints will be monitored for future occurrences. At this time, the complaint is considered to be closed.

Event description:
It was reported that the device's stylet pushed through the distal end of the catheter and into pt's brain tissue during placement. No injury occurred. The device was discarded by the customer.